Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. The analyst noted that the atrial pacing impedance was steady at 530 ohms through (B)(6) 2014, then it began to vary and rise out of range to >2000 ohms starting (B)(6) 2015 with measurements varying from 507 ohms up to >9999 ohms. Concomitant product: addr01, ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered an alert for high impedances. Variable impedances were noted for bipolar. Electrogram showed noise in both bipolar and unipolar mode. It was later noted that the ra lead also exhibited high thresholds, oversensing with noise, and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.